Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during inspection, of a second new scroll compressor replaced on the cardiosave intra-aortic balloon pump (iabp) had an abnormal noise that doesn¿t normally occur. There was no patient involvement.

Manufacturer narrative:
Additional information: contact person name: (B)(6). Event postal code:(B)(6). A getinge field safety engineer (fse) was dispatched to evaluate the unit. The fse replaced the scroll compressor, but noise occurred, so replaced with a different scroll compressor. Similarly, when started it with the main power on, the scroll compressor made an unusual noise, so fse again replaced it with a different scroll compressor. Currently the repair for this iabp unit is working on a third compressor. The failure analysis and testing dept. Received part with a reported unit failure of abnormal compressor noise. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Started pumping and the abnormal noise was heard immediately. Fat verified the reported failure but no root cause identified. Retained the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.